Event description:
Same case as MFR report #: 6000089-2007-01166. Clinical trial. It was reported that 639 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). The index procedure identified and treated two target lesions. Target lesion one was a de novo, 3.75x12mm, mildly calcified, 90% stenosed lesion of a svg (saphenous vein graft) to proximal lad (left anterior descending). Target lesion one was treated with direct stenting using a 3.0x28mm taxus express2 drug eluting stent. Target lesion two was a restenotic, 3.75x15mm, mildly calcified, 80% stenosed lesion of a svg to om1 (1st obtuse marginal). Target lesion two was treated with predilation and placement of a 3.0x32mm taxus express2 drug eluting stent overlapping a previously placed bare metal stent. The pt was discharged six days later on asa and plavix. The pt experienced a non-q wave mi 639 days following the index procedure. Treatment consisted of a change in medications and five days in the ICU. The event was reported as resolved 11 days following the mi. The investigator stated the device relationship is unk.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.